Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter phone number: (B)(6). A review of the device history records has been requested and is currently pending completion. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an initial orthognathic reconstruction surgery on (B)(6) 2017, the screwdriver blade was not retaining the screws. Procedure was completed with similar product and no patient harm noted. Reportedly there was no surgical prolongation due to the reported event. Concomitant devices reported: screws (part # unknown, lot # unknown, quantity # unknown). This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
DHR review for part# 03.503.203 lot u233121 . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Release to warehouse date: 24-sept-2015 supplier- (B)(4). Synthes (B)(4) reported that during a orthognatic reconstruction on march 20, 2017, the screwdriver blade was not retaining the screws. Procedure was completed with similar product and no patient harm noted. This complaint was not able to be confirmed at cq. The returned screwdriver blade shows slight wear but nothing that would impair its function. The complaint condition of the returned screwdriver blade not fitting with other parts was not able to be replicated at cq as the mating screw(s) from the event was not returned to cq and the returned screwdriver blade did retain a known good screw at cq. No new malfunctions were identified as a result of the investigation. The returned matrixmidface screwdriver bld hex coupling/self-retain/96mm is a reusable instrument available for use in several craniomaxillofacial systems to aid in insertion or removal of screws with a cruciform screw head drive recess. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. Visual inspection: the returned screwdriver blade shows slight wear but nothing that would impair its function. DHR review: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Drawing review: tabulated screwdriver blade drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Complaint is unconfirmed and therefore a root cause can not be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.